Manufacturer narrative:
The device was received for evaluation and the customer's complaint was confirmed; the device ran on its own without activation during testing. The motor was worn and malfunctioned. An intermittent connection at the analog ground pin may result from this wear and cause the run-on condition described. The device was repaired, cleaned, lubed, adjusted and sent to the customer.

Event description:
A stryker core micro drill was sent in for repair because it was running on its own without activation. There was no patient involvement and no adverse consequences were associated with the event.